Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 350 mg/dl at time of incident and current blood glucose 421 mg/dl. The customer reported that the buttons were not responding. The customer reported that the time clock was advancing. The customer declined troubleshooting high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08725 inches. Insulin pump received with intermittent esc, act and up arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.